Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the wound dehiscence has healed and surgical intervention took place on (B)(6) 2024 where the patient was re-implanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs lead, model: 6172, UDI: (B)(4), serial: (B)(6), batch: 8987529.

Event description:
Related manufacturer reference number: 1627487-2023-03775. It was reported that wound dehiscence developed at one of the patient's burr hole caps. Surgical intervention was undertaken on (B)(6) 2023 in which the burr hole cap and a portion of the associated lead were explanted to address the issue. Investigation was unable to determine which of the burr hole caps attributed to the event.

Manufacturer narrative:
Date of event estimated. Correction - section b2 - selected other serious (important medical events). Correction - section b5 - verbiage correction. The allegation is against [1] of [2] [burr hole cap]; however, it is unknown which [burr hole cap(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: burr hole cap, model: 6010, UDI: (B)(4), serial: n/a, batch: 8987529.

Event description:
Additional information was received stating the wound dehiscence was located at the right burr hole cap and lead. Also, the wound dehiscence has healed, and surgical intervention took place on (B)(6) 2024 where the patient was re-implanted.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.